Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 200 cycle. The bi was incubated for 47 hours. After sterilization the chemical indicator (ci) changed color correctly. The previous and subsequent bi results were negative. The load included 1 respiratory therapy cord, 4 mac blades, baby security tags, respiratory care blades, 2 acmi 30 degree lung sets, 1 stryker arthroscopy camera and light cord, and olympus button instruments. The load was partially released and used on patients before the results were confirmed. The load item released was 1 acmi 30 degree lung set. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 10/29/2014. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes and lot number, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of "suspected positive bi" was reviewed from january 2014 through december 2014. The risk is categorized as "low." Trending analysis for the product code of ''load not recalled" was reviewed from january 2014 through december 2014. All values were within the control limits. Trending analysis by lot number was reviewed from 10/29/2014 to 1/13/2015. There were no similar incidents within this time frame. The fmea was reviewed and indicates that the rpn associated for the failure mode is at an acceptable level. The shuma indicates the risk is "broadly acceptable." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met functional specification. Also, no damage or leakage was observed with the retains. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator (ci) disc was gold. No media was in the vial but the contents were stained yellow. No manufacturing related anomalies observed. There was evidence of a sticker being placed on the vial in such a way that the cap may not have been properly seated. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Visual inspection revealed no manufacturing anomalies in the returned bi. Sterrad® performance is also unlikely as the cycle passed and, per the customer, subsequent bis were negative for growth. The customer indicated that a sticker was crumpled under the cap preventing a firm seal. As a result, this could cause a false positive bi result due to a breach in the bi's containment system from exposure to contaminants. The severity of the suspected positive bi was defined as "limited." Tracking and trending data has not identified a trend that requires investigation. As a result, root cause evaluation will not be performed. The cyclesure® retains met functional specification. Consequently, there is not an issue with product performance when used per the IFU. A customer letter was sent regarding the load not recalled issue. The issue will continue to be tracked and trended.